Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. Per (B)(4), cases where the sensor session line is missing in share support tool and share support service, complaints will be closed since a data investigation cannot be completed as data ambiguity cannot be resolved further. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. The device was visually inspected and passed. A voltage test was performed, and it passed. A pairing test was performed, and it passed. The bin file was reviewed finding an error related to the complaint. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.